Event description:
It was reported that a malfunction with code malf 9 occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised that they could continue using the pump and to call back if any malfunction code recurs, which the customer acknowledged and understood.